Manufacturer narrative:
Diopter: +24.50 silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn in half. The lens was returned dry. There was evidence of dry dark color residue on lens surface. Conclusions code(s): evaluation is in progress. Claim #(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +24.50 diopter, three piece silicone lens. Lens tore upon insertion into the patient's left eye. Lens was removed with no patient injury. Back up lens, same model and diopter size lens was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Per medical review - os: reportedly, intraoperative lens exchange was performed to address lens tear during insertion. No reported incision enlargement or any other tissue damage during iol removal. Another lens of same model was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was unknown and there was no injury to the patient. Device history report review: based on the DHR review of the lens, product evaluation, work order search and the available information related to this complaint, it has been determined that nothing in the manufacturing of the lens was the root cause to this complaint. The msi- pm injector and aq cartridge-fp was used, however product lot information was not provided nor was the product returned to staar for an evaluation, hence the DHR review of the injector and cartridge was not completed. As stated on the medical review, the root cause of the lens tear is unknown. Based on the complaint history, work order search, medical review, device history report review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).